Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 20 unit bolus without user input and customer's blood glucose (bg) decreased to 40 mg/dl. To treat the low bg level, snack was consumed and the pump was turned off. Review of the pump data logs by tandem technical support shows that the bolus was entered manually. Contact maintained belief that pump was delivering boluses without user input. Reportedly, the customer went to the nurse's office and felt lethargic and "woozy" while walking to class. Subsequently, the customer went to the emergency room (ER) with a bg level of 125 mg/dl. While at the ER, customer vitals were taken and bgs were monitored. The customer left the ER with a bg level ranging from 300-350 (mg/dl) and feeling better. Recommendation was made to consult with healthcare provider regarding diabetes management.